Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing some skin damage under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. While patient was in the hospital, the nurse gave the patient an ointment and the skin healed. There are no indications that the patient's stay was caused or extended by the irritation.